Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got a por (power on reset) message on her recharger. The battery was interrogated, and the por was cleared. No contributing factors were known. The issue was resolved. No symptoms were reported.